Event description:
It was reported that the patient had sepsis. The patient experienced headache, fever, chills, shortness of breath, abdominal pain, leg pain and back pain. It was noted that the patient was hospitalized from (B)(6) 2013. It was added that the medical intervention therapy included vancomycin, zosyn, rocephin, meropenum, and flagyl. The patient¿s clostridium difficile, blood cultures and urine culture were negative. Bolus IV fluids and norepinephine were given to the patient. The patient¿s CT scans was negative and ECG was normal. It was noted that a chest x-ray (cxr) was performed and magnesium was prescribed. Ferrilicet test dose was performed and an infusion was given to the patient. It was also noted that the patient outcome was ongoing as of (B)(6) 2013. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v644605, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review determined this event was not related to the patient¿s device, therapy, or implant procedure. (B)(4)